Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, lot/serial #: (B)(6), h3: the generator control board was returned to the manufacture for evaluation. After functional testing, performance testing and vi sual/physical examination the reported issue was confirmed. The board was installed a known functional system. The system did not fully boot, x-ray was disabled and would not ready. No l.e.d.s or power on the generator control board. Faulty control board was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, lot/serial/version #: (B)(6),h3:the software team investigated the reported issue and found that this was not a software issue. Log investigation found the system detected a early termination issue due to tube arc and alerted the user of the event with information to resolve ("early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition. If problem persists, please contact medtronic technical services."). Software functioning as designed. Aro language: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot. Estimated 3d dose absorbed (patient): 0.26 msv number of people exposed: patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: m715040b429, lot/serial #: (B)(6). Product ID: bi71000861. Product ID: bi71000523. Product ID: bi71000577, lot/serial #: (B)(6). H3) the manufacturer representative went to the site to test the imaging system. The x-ray generator was not booting up because it was not getting power. The power conversion enclosure replaced, but did not fix the issue. Troubleshooting showed, that one of the following components might be defective: ps1 power supply, isolated stand alone board or k1. The assist at the generator control board replacement. System functions checked. The power conversion enclosure was replaced. The power tray was replaced to rotary switch version. Firmware installed. The generator was still not booting up. Further troubleshooting performed and it showed that k1 relays activities were short, but falls back to off the position. Further parts were ordered. System was not working. The generator control board had a defect in the filament supply section. The generator control board was replaced. Generator calibrations, analog interface calibrations performed. System functions checked. The following parts were replaced: power supply 1, stand alone board, supply board, k1 relay. The system was still down, after troubleshooting it was found that the generator control board was defective. There was no power on the standalone board. 400vdc coming in j1 of the power conversion enclosure but not going out of j2. The power conversion enclosure was going to be replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: bi71000176, lot/serial #: (B)(6). Product ID: bi71000225, lot/serial #: (B)(6). Product ID: bi71000450, lot/serial #: (B)(6). Product ID: bi71000222, lot/serial #: (B)(6). H3) the power conversion was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. The power conversion enclosure passed bench testing. Install into a know functional system. The system booted, motion, x-ray and communication all readied. Passed motion calibrations. Multiple 2d and 3d images were successful. No fault found while under test. D14 b01 c19 the pcba was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present between tp 24 and tp 25. All l.e.ds are functioning as normal and fans are operating correctly. No fault found during testing. D14 b01 c19 the power supply was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ps1 power supply was tested. Bench test failed. Output voltage drifted to 5.196vdc. An electrical issue was found. D02 b01 c02 the pcba generator board was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. The generator control board was installed into a known functional system. The system did not fully boot, x-ray was disabled and would not ready. No l.e.d.s or power on the generator control board. Faulty control board. D02 b01 c02 the k1 relay was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The relay was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was found. D14 b01 c19 the pcba supply board was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The board was installed into a known functional system. The system booted, motion, x-ray and communication all readied. Passed motion calibrations. Multiple 2d and 3d images were successful. No fault found while under test. D14 b01 c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power converter was replaced, but the issue was not resolved. The issue was determined to be an issue with the ps1 power supply, isolated stand alone board or k1, but it was not clear which one was causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported. It was reported during the 3d scan the x-ray stopped. The site rebooted ,and there was a red cross shown for the generator. There was a reported delay of at least an hour, and no reported impact to patient outcome. Medtronic navigation and imaging was aborted.